Event description:
Reprocessed disposable lead wires have interference artifact and signal loss during telemetry monitoring of patient. Manufacturer response for telemetry lead wires, kendall ECG direct connect telemetry lead wires (per site reporter). Quality complaint filed and shipping details provided to return affected product.